Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the patient death. A disposable history search for this lot found no other reports of set failures. Review of the run data file confirmed the rbc detector detected cells at the very beginning of the run. The operator then disabled the rbc detector. 11 "cells were detected in plasma line from centrifuge" alarms occurred and 1 "return pressure was too high" alarm occurred during the run. From the signals, this device operated as intended and is safe for use. The pumps performed as designed. The pressures and levels in the reservoir were well within normal operating range. There were also no detrimental alarms that occurred during this run. A full system check-out was performed at the customer site by a terumo bct technician. An autotest & saline run were completed successfully. The device was verified to be operating per manufacturer specifications. Based on the clinical findings, the physicians determined the death was not related to anything other than the patient's medical condition. There is no evidence to indicate that the optia device caused or contributed to the patient¿s death. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide. Investigation: per terumo bct internal medical review and analysis, the device did not cause or contribute to this incident. Root cause: based on the clinical findings, the alarms at the beginning of the procedure (system continued to detect cells in plasma line from centrifuge) were caused by the patient's hemolysis, resulting from the presenting diagnosis, thrombotic thrombocytopenic purpura (ttp). The physicians determined the patient's death was caused by cardiac arrest, a complication related to their disease state as well.

Manufacturer narrative:
Investigation: a used optia set containing blood was returned for investigation. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. It was noted that the contents in the collection line were dark yellow. The run data file (rdf) was analyzed for this event. The signals in the rdf indicate that the spectra optia system operated as intended. No autopsy was done. Cardiac arrest was determined to be cause of death by the 5 code physicians. Investigation is in process. A follow-up report will be provided.

Event description:
During a therapeutic plasma exchange (tpe) procedure using a spectra optia device, before starting to exchange plasma, the customer called to report a system continued to detect cells in plasma line from centrifuge' alarm and the operator noted red and hemolyzed plasma. The patient's doctor decided to continue with the procedure, since the hemolysis was related to the patient's disease state. The operator disabled the rbc detector and continued the procedure. The patient did fine through the procedure. The plasma in the waste bag was tea colored. No medical intervention was necessary during the event. Later in the evening after the tpe procedure, the patient had a seizure and went into cardiac arrest and did not recover. The customer declined to provide patient identifier. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.